Event description:
Us distributor contacted zoll to report that a patient was treated. The patient was reportedly conscious during the treatment event. No injury was reported from the treatment. The patient went to the hospital for evaluation. The patient continued to use the lifevest. No deficiencies were alleged against the device. Per flag file review the patient received one lifevest treatment on (B)(6) 2023 at 7:34:43 am. The specific rhythm at the time of the treatment events is unknown because the ECG recordings are not available for review on the day of the defibrillations. Reporting event out of an abundance of caution. A us distributor contacted zoll to report that the patient developed burn marks under the rear therapy pads following a treatment. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported the burn marks healed on its own.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.